Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: please see message below from customer. Kellie went to hang fluid in the patients room and when she placed it in the pump and started the infusion, she noticed a pinhole and the fluids started squirting all over the patients room. The pinhole was found in the pump segment of the tubing. It was caught right away.

Event description:
No additional information.

Manufacturer narrative:
Additional information: initial reporter address. Investigation results: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 24069151 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.